Event description:
Clinic notes were received by the manufacturer indicating that the patient experienced an increase in seizures as reported on the clinic visits dated (B)(6) 2011, but were attributed by the mother to the patient being woken up early for school. There was no clear indication in the clinic notes that the physician believed this was the cause of the increase in seizures. It was reported that the patient's seizure control was "suboptimal" the patient was having 0-1 seizure per month since the first appointment in (B)(6) 2010, until the past month. After school started, he started having more seizures with 2-3 seizures per week. He may have 1-2 seizures in one day. The mother reported that sometimes the patent "insists" on taking his own medications. The physician discussed with the patient the importance of taking the prescribed medication. His vns was reportedly working appropriately, and his vns settings were not changed. The follow up visit on (B)(6) 2012, indicated that the patient was still experiencing 2-3 clusters of seizures per month. On a day with seizures, he would have 2-3 seizures. The mother swipes the vns magnet which decreased intensity of seizures. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
Review of the in-house sales program revealed that the number of seizures that the patient was having pre-vns was previously reported to be 5-10 seizures per month. Therefore, the increase in seizures in 2011 appears to still be at or below pre-vns baseline levels.